Event description:
Caller reports the appearance of smoke coming from the inform meter. Caller also reports the connector pins and plastic casing appear to have melted. No adverse event reported. Requested return of suspect device and replacement was sent.